Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The returned actual sample showed one partial and one completely broken off strap. The suture loops were intact and did not appear to have been utilized for proper positioning in the patient body. It appears that one strap had been partially and the other strap completely severed off the device body due to user handling. In order to avoid handling mistake the surgeon should be advised of IFU which states: once the mesh patch has been inserted into the defect, manipulate the suture loops to facilitate proper positioning of the patch. Fold the mesh into a semi-circle with the orc side facing outwards (straps fold in) for insertion into the defect. When using a mesh clamp, be certain to avoid kinking the mesh. Furthermore it should be noted that before placement enough space should be prepared to ensure proper unfolding of the device.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an open ventral hernia repair procedure and mesh was used. When trying to pull up on the device to suture it in, one of the fixation straps detached from the device. The procedure was completed using a like device. There were no adverse patient consequences reported.